Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number were not provided. G3: the complaint was received from a consumer in canada. H4: manufacture date not provided. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. This case was conservatively determined to be reportable due to the alleged malfunction described as blew apart (explosion) has the potential to cause serious injury if it reoccurs.

Event description:
It was reported that a philips one powered toothbrush blew apart. It was confirmed that the event did not occur while device was in use. Consumer confirmed that no injury or property damage occurred. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.